Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and failed battery alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump would not work and has malfunctioned. Customer also mentioned that he had done troubleshooting for the battery issues and would like the insulin pump replaced. Customer would like the replacement insulin pump sent to (B)(6) and was advised that the insulin pump could not be shipped to (B)(6). Customer was advised to revert to back-up plan and a replacement insulin pump will be sent once he's back in the united states. No insulin pump is expected to return for analysis.